Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer's blood glucose level. The customer consumed carbohydrates to address the over-delivery of insulin, and the technical support team advised contacting a healthcare professional for further assistance.